Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no device vibration on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, patient tested alert functionality and reported alerts were not functional.